Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6, h10. The suspected faulty bp transducer adapter cable was sent to getinge's national repair center (nrc) for evaluation. A senior repair technician inspected the bp transducer adapter cable and damage was observed to the retaining ring on the connector. The technician then installed the bp transducer adapter cable into the blood pressure connector on the cardiosave, and the cardiosave alarmed and a blood pressure signal was not obtained. The national repair center also verified one time an internal communication failure on the display which the customer observed. The retaining ring on the connector should not move and spin around the connector, it should be stationary. Due to this movement there is a damaged wire in the connector resulting in a short in the cable. The cable failed testing and it's being retained in the national repair center per procedure.

Event description:
It was reported that prior to use on a patient, when the blood pressure (bp) transducer adapter cable was connected with the pressure cable for the arterial line , the cardiosave intra-aortic balloon pump (iabp) would generate an "internal communication failure." There was no patient involved and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. The distributor's getinge trained field service engineer (fse) evaluated that iabp unit and replaced the blood pressure transducer adapter cable. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that prior to use on a patient, when the blood pressure (bp) transducer adapter cable was connected with the pressure cable for the arterial line , the cardiosave intra-aortic balloon pump (iabp) would generate an "internal communication failure." There was no patient involved and no adverse event was reported.